Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that during coil embolization of acom unruptured aneurysm, the subject coil stretched when attempted to re-position. A gooseneck snare was used to retrieve the coil. The subject device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
B5 executive summary -updated h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated d11 concomitant products grid -updated g5 PMA/150(k)# -updated h10 additional narrative the device was returned for analysis, and the coil (subject device) was found stretched. The lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal contact wire was intact, and the coil delivery wire was kinked/bent. The distal tip was found to be intact and the main coil was severely stretched. The suture was damaged and the main coil was broken. Functional testing was not required as the the main coil stretched was confirmed during analysis. The device was so badly stretched it could not be inserted into the returned sl-10 catheter.due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer that the coil was removed with snare and catheter. In the case of this complaint it is most likely that the main coil stretched during positioning of the coil in the aneurysm. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors. Therefore an assignable cause of procedural factors will be assigned to the analyzed coil and it is most likely that it stretched due to handling of the device during the procedure.

Event description:
It was reported that during coil embolization of acom unruptured aneurysm, the coil (subject device) was stretched when the physician attempted to re-position it. The physician used a gooseneck device to retrieve the subject coil. The procedure was completed successfully. There were no clinical consequences to the patient.